Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Additional comments the infection was not treated because it involved a foreign body i.e. Band and port. It would not have healed. Both the band and port were explanted. The patient had multiple adjustments since her band was implanted. Her most recent adjustment was in (B)(6) of 2010. She had a total of 6ccs in her band.

Event description:
It was reported that the initial band was implanted on (B)(6), 2009. The patient had received 5.5 to 6 cc of fluid. In (B)(6) 2012, that patient was doing inverted sit-ups and felt something pull and then a release. The area where the port was implanted was tender to the touch. On (B)(6), 2012 the patient had a appointment at her surgeons office. The patient had a barium swallow and that came back good. The patient told the surgeon what happened and the surgeon had the patient get an x-ray. It was noticed that the tubing had come disconnected from the port. The tried to withdraw fluid and they received a yellow fluid. The fluid was sent for culture and it came back as infection. The patient is scheduled to have either the tubing reconnected or the band removed on (B)(6), 2012. The patient was not treated for the infection. She has lost 100 pds and was very happy with the band. There were no reported patient consequence.